Event description:
Data from the physician's programming tablet was received. The data showed that the generator's voltage was on the cusp of 25% indicator however was slightly above 25% therefore the 50% indicator presented. Upon the next diagnostic test the voltage had dropped slightly below 25% which then triggered the 25% indicator. After the generator had been programmed off for several hours the voltage temporarily rebounded triggering the 100% indicator. While this occurrence is rare given the small range of voltage values for which a 50% battery indicator can be displayed this event is not unexpected and was not caused by a device malfunction. However during the data review it was noted that the generator appeared to be depleting more quickly than expected. The manufacturing records were reviewed further and found that the generator had been laser-routed. It was previously identified through an internal investigation that the observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process during manufacture, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance. Generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without substantial programming changes. The premature end of life did not contribute to the fluctuating battery indicator however it was found as a result of the investigation.

Event description:
It was reported that the generator was interrogated and the battery indicator was 50%. The patient was being referred for an MRI so the generator was programmed to 0ma and at that time the battery indicator changed to 25%. Following the MRI the generator was interrogated again and found to be at 0ma with the battery indicator of 25%. The generator was then programmed to the original settings and the battery indicated changed to 100%. A review of manufacturing records confirmed that the generator passed quality control inspection prior to distribution. No additional relevant information has been received to date.